Event description:
Clinic notes dated (B)(6) 2012 reported that the patient underwent a sleep study on (B)(6) 2011 which showed minimal to mild obstructive sleep apnea. Activation of the vagus nerve stimulator did not result in significant arousal of the patient or significant respiratory events. However, it is unclear if there is believed to be any relationship of the sleep apnea to vns. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the reporting nurse indicating that there is no relationship between the patient's mild obstructive sleep apnea and vns therapy. It is not associated with vns stimulation as confirmed by the sleep study on (B)(6) 2011. There were external causal/contributory factors that preceded the onset of the apnea. The patient does not have a medical history of sleep apnea pre-vns, but the sleep study was done to due history excessive daytime sleepiness and frequent night-time awakeness. The patient was referred for evaluation of upper airway for nasal congestion, but the outcome was unknown.